Manufacturer narrative:
(B)(4): conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch ajx075, mfg date: 08/01/2008, exp date: 08/01/2013; batch bbx267, mfg date: 02/02/2009, exp date: 02/02/2014; batch bdx354, mfg date: 04/01/2009, exp date: 04/01/2014; batch bdx355, mfg date: 04/01/2009, exp date: 04/01/2014; batch bdx363, mfg date: 04/01/2009, exp date: 04/01/2014; batch bex366, mfg date: 05/01/2009, exp date: 05/01/2014. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods released criteria.

Event description:
It was reported that a pt underwent a right mediastinal tumor resection on (B)(6) 2009 and suture was used. On (B)(6) 2009, the pt had a syncopal attack and became unconscious while going back to the hospital. The pt's blood pressure was 60/40 and heart rate was 150. After resuscitation, a reoperation was performed. Cardiac tamponade was diagnosed and the surgeon confirmed that the cardiac muscle was cut through the pericardial membrane by the cut end of the suture and was bleeding. The cut end of the suture was removed. Hemostasis was achieved. The pt was discharged on (B)(6) 2009. The surgeon opines that the cause of the issue was that the suture thread was hard and sharp.